Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same pt involving five separate products. This report is being submitted as part of a system level review; which will include an investigation of all potential products being used at the time of the event. A supplemental report will be submitted upon final review and completion of the plant's investigation. Medical records reviewed: this event has been reported as a serious injury, although it is undetermined if there is a reasonable suspected causal relationship between the product(s) and the event. There is no history of specific malfunction or product being out of specs. This is related to MDR's: 1225714-2014-04954 and 1225714-2014-04955.

Event description:
During review of medical records, it was discovered that pt had a seizure, ventricular tachycardia, possible myocardial infarction, and cardiac arrest during hemodialysis treatment. Findings from the medical records: pt was found unresponsive apneic, asystolic during hemodialysis. Staff saw him to have agonal bleeding. CPR was applied and ems was called. Given oxygen, intubated. He was sedated and given antibiotics for possible pneumonia post chest x ray. CT scan showed only pleural effusion and no pneumonia so antibiotics were discontinued. His glasgow coma scale in the ER was 4. He was found to have a ventricular tachycardia episode. Pt was admitted into the hosp and remained until (B)(6) 2012. On (B)(6) 2012, pt was alert, oriented; returned to clinic and tolerated dialysis treatment well. On (B)(6) 2012 dialysis orders - dialyzer gambro model polyflux 17r, duration 180 minutes, blood flow rate 400 ml/min, dialysate flow rate 800 ml/dl, target 1.57. Dialysate bath: k-2, ca-2, heparin bolus 1000 units, standard codium, bicarb 40, machine conductivity 13.5 manual ph 7.1 noted apnea, cardiac arrest, unresponsive, stretcher (venofer was given at 13:41 50mg ivp).